Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 year and 5 months after two dental implants were installed in intraoral regions #29 and #30 it was verified their non-osseointegration. Thirtytwo ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type ii.